Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue was due to overfilling of the reservoir. The device did not meet the specifications and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The serial number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU to fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." The device was not returned.

Event description:
It was reported that the arctic sun device was not maintaining the patient temperature the log shows an alert 45 (ac power lost) alert 113 (reduced water temperature control) and alarm 03 (empty water reservoir). The pump hours were 4348 and the system hours were 4719. The device was on and the water temperature was 6 c. The water level had 5 bars. Ms and s walked through the caller in discussing the draining the reservoir and refilling. The device was placed in manual mode with a water target of 40 c and the water increased appropriately. Ms and s discussed with nurse how overfill can occur.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that arctic sun device is not maintaining patient temperature, log shows alert 45 (ac power lost), alert 113 (reduced water temperature control) and alarm 03 (empty water reservoir). Pump hours 4348. System hours 4719. Device was on and water was 6c. Water level 5 bars. Walked caller through draining the reservoir and refilling. They placed device in a manual mode with a water target of 40c. Water increased appropriately and discussed with nurse how overfill can occur.